Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. H4 (device mfg date) were updated based on extended investigation. Section d4 (serial number) was updated from (B)(6) to (B)(6) . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving sensor scan results that were lower than readings obtained on a competitor brand meter. Customer self-treated with chocolate and subsequently experienced symptoms described as headache, vomiting, "general weakness", and a loss of consciousness. Customer self-treated with insulin (dose/type unspecified) and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving sensor scan results that were lower than readings obtained on a competitor brand meter. Customer self-treated with chocolate and subsequently experienced symptoms described as headache, vomiting, "general weakness", and a loss of consciousness. Customer self-treated with insulin (dose/type unspecified) and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.